Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, a gore introducer remained on the distal end of the delivery catheter system (dcs). The handle appeared intact. The following observations were made once the valve was released after the receipt photos were taken with the valve loaded. The micro knob (thumb wheel) appeared to retract and advance the capsule. The macro (cursor) moved to fully advance and retracted positions and locked in place when released. The distal tip of the capsule seated flush against the plunger tip when fully advanced. When the dcs was received a 1.31 mm gap was shown between the distal tip of the capsule and plunger. Several kinks or telescoping were observed along the capsule between the proximal and distal ends. A kink was observed on the proximal end of the capsule. Tiny stress marks were observed along the radiopaque marker band and distal tip of the capsule. Investigation remains in progress, once the investigation and device history review is complete a supplemental report will be submitted.

Event description:
Medtronic received information that during the placement of this transcatheter bioprosthetic valve, the patient developed complete heart block, requiring temporary pacing for the remainder of the implant procedure and for 24 hours post-procedure. Following an elec trophysiology consultation a permanent pacemaker was implanted. The valve remains implanted with no adverse patient effects reported.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4).